Event description:
It was reported that the patient presented to the clinic on (B)(6)2022 for a follow-up. Review of the transmission revealed that the pacemaker had episodes of high ventricular rate from (B)(6)2022. These were caused by t wave oversensing post atrial sensing events. There was under-sensing noted on the pacemaker as well. The device was reprogrammed to resolve the issue. There were no adverse consequences to the patient.